Event description:
Patient reported experiencing random occlusion alarms. No adverse impact to the patient¿s blood glucose level was evident from the data provided. The patient opted against further troubleshooting, and no additional corrective actions were taken.